Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The proximal aorta was 27 mm in diameter. The distal aorta was 49 mm in diameter. The right iliac artery was 25, 22, 22 mm in diameter. The left iliac artery was 15, 18, 18 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right iliac artery was moderately tortuous and the left iliac artery was severely tortuous. It was reported that during the index procedure the physician inaccurately delivered the endurant stent graft and covered the left internal iliac artery. At the patient¿s one month follow up the aneurysm measured 49 mm in diameter. At the patient¿s one year follow up the aneurysm measured 52 mm in diameter. At the patient¿s two year follow up the aneurysm measured 51 mm in diameter. During an unscheduled ultrasound three years post index procedure the aneurysm has increased to 55 mm in diameter. No endoleak was reported. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm enlargement, inaccurate delivery, occlusion); (unknown cause of events). Conclusion: (unknown cause of events); known inherent risk of a procedure (aneurysm enlargement, inaccurate delivery, occlusion).